Manufacturer narrative:
Block h2: additional information: block e3 (occupation). Block h6: device code a0205 captures the reportable event of package damage. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath device was unpacked for a procedure on (B)(6) 2021. During preparation, it was noted that the outer box of the product was damaged. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath device was unpacked for a procedure on (B)(6) 2021. During preparation, it was noted that the outer box of the product was damaged. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.